Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when pain first started or when device broke. This report is for unknown screw/unknown lot number. Unknown if device is/not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient experienced pain after having a trochanteric fixation nail (tfn) procedure with a helical blade device. The patient had a hip fracture in 2008 and it was repaired with the tfn. She had no event until a month ago when she had pain in the surgical area. X-rays were performed and it was discovered the helical blade was broken inside of the patient. The revision surgery has not been scheduled at this time. The reporter indicated this is complete information and there is no additional information. There was no surgical delay reported. This report is 3 of 3 for (B)(4).